Event description:
It was reported that the insulin gauge displayed an amount different than expected, with the pump showing a fill estimate of +60 units instead of the expected 250 units. There was no adverse impact to the customer's blood glucose level. The cartridge was reloaded, resolving the issue.